Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1895f, implanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's right implantable neurostimulator (ins), lead, and extension were removed due to an infection. It was stated that the infection started at the patient's scalp. It was confirmed that the right system remains implanted, and the exact date of onset and system explant were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.